Event description:
The patient had a cook celect ivc filter implanted on (B)(6) 2024 by he physician at the hospital. On (B)(6) 2025, there was a scheduled filter retrieval procedure performed by the physician. The filter retrieval attempt was unsuccessful. The tissue had grown around the filter and the filter had become imbedded.